Event description:
It was reported to boston scientific corporation, that a flexima biliary stent was used, during a stent placement in the common bile duct. Performed on (B)(6) 2021. During the procedure, inside the patient. It was found, that the guide catheter became stretched and was broken. The broken guide catheter was removed from the patient. Another flexima biliary stent was opened. And successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d4: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device code a0401, captures the reportable event of stent broken. Block h10: the returned flexima biliary stent was analyzed. And a visual evaluation noted, that the stent was returned loaded in the delivery system. The guide catheter was kinked/bent. Also, it was stretched and broken at the proximal section. Additionally, the push catheter was kinked/bent at the distal section, and the suture hole was torn. Indicates that there were issues to deploy the stent. No other problems with the device were noted. The reported event was confirmed. It is most likely, that procedural or anatomical factors encountered, during procedure could have affected the device performance and its integrity. Handling and manipulation of the device, during its use can lead to kink/bend the catheters, user technique when the device is removed from its package or advancing the device through the scope can kink the catheters. This condition can cause friction between the components at kinked/bent areas in the catheters. Continued attempts to release the stent or force retraction the guide catheter in order to release the stent can result in guide catheter stretching and breaking. Also, the suture hole torn, indicates that the suture was submitted to tension forces. Resulting in tearing the suture hole. Review and analysis of all available information, indicated that the root cause of the problems found is adverse event related to procedure, since the adverse event occurred, during the procedure. And the device had no influence on event. A review of the manufacturing documentation for this device was unable to be performed, as lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement in the common bile duct performed on (B)(6) 2021. During the procedure, inside the patient, it was found that the guide catheter became stretched and was broken. The broken guide catheter was removed from the patient. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.